Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating and was unable to self-treat, requiring third-party administration of milk and sugar for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator; no issues were observed. The applicator has been fired correctly. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug and broken plug corner was observed. Extended investigation and visual inspection has been performed on the returned sensor and broken plug corner was observed. The broken corner of the plug physically impinged upon the seal between the connector and the sensor which caused a gap to form between the two connector seal surfaces which results in a full or partial disruption of the connection between the sensor and the pcba (printed circuit board assembly).the retuned sensor was activated and current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification . It was determined that the damaged plug corner to be the cause of the failure which led to the replace sensor message observed by the customer. Therefore, this issue is confirmed. In addtition the DHR (device history report) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced sweating and was unable to self-treat, requiring third-party administration of milk and sugar for treatment. There was no report of death or permanent impairment associated with this event.